Event description:
It was reported that a revision surgery was performed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Packaging was not returned for evaluation the package was not returned to us for evaluation. Only the device was returned. Without the package to examine, it cannot be determined what occurred. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported the customer received the device with the sterile package open. It was not used and will be returned.